Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. A review of the device memory noted that pacing and sensing were set to unipolar; testing was performed at the settings the device was received at. The device was connected to the tester and normal ap-vp was noted at 70 ppm with no sensing input. An atrial waveform was added and the device appropriately switched to as-vp. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information during the implant of this pacemaker, the pacing rate was programmed to 70 ppm as the patient¿s atrial rate was 80 bpm. During testing of the different dual chamber pacing types, no sensing was noted when the device was atrial and ventricular pacing (apvp). The leads were connected to a pacing system analyzer (psa) and no issues with this type of pacing was observed. As a result, this pacemaker was removed and another one of the same mode was implanted. No adverse patient effects were reported.